Event description:
It was reported, the device voltage was 2.6v and there was a sudden shut off and the patient had a return of symptoms. It was also reported that on (B)(6) 2012, the batter voltage was 2.64 v. The device was working fine until a couple weekends before (B)(6) at which time the patient woke up with a return of symptoms and noticed the device was off. The patient's wife turned the device back on and symptom relief was achieved. The patient saw his doctor that day and the battery measured 2.6v. The device setting and whether "mag sw" was one or off were unknown. The patient's doctor decided to replace the device today. Subsequent information received reported that the cause of the event was undetermined, as the device was being returned to manufacture for analysis. The patient outcome was reported as the device was turned back on and worked fine, with the device being replaced approximately three weeks later. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension product ID, 7436 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type programmer, patient product ID, 3389s-40 lot# v353789 serial#, implanted: 2009 (B)(6), explanted: product type lead product ID, 3389s-40 lot# v207104 serial#, implanted: 2009 (B)(6), explanted: product type lead. (B)(4).

Manufacturer narrative:
Analysis of the device, serial # (B)(4), found no significant anomaly. The battery was not in new condition. (B)(4). It is an intervention because the device had been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.